Event description:
The initial reporter alleged an increase in weak reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit over several weeks. Examples of patient results provided by the customer include the following: on (B)(6) 2023, a sample tested reactive with hiv antigen (1.57 coi) and non-reactive with anti-hiv (0.087 coi); confirmatory western blot testing was negative. On (B)(6) 2023, a sample tested reactive with hiv antigen (2.27 coi) and non-reactive with anti-hiv (0.087 coi); confirmatory western blot testing was negative. On (B)(6) 2023, another sample tested reactive with hiv antigen (2.03 coi) and non-reactive with anti-hiv (0.052 coi); confirmatory western blot testing was negative. On (B)(6) 2023, a sample tested reactive with anti-hiv (1.44 coi) and non-reactive with hiv antigen (0.208 coi); confirmatory western blot testing was negative. The customer reported a total of 2,744 determinations performed between (B)(6) 2023, with 14 reactive results. Of these, six samples were reactive for hiv antigen, and eight samples were reactive for anti-hiv. Confirmatory western blot testing was negative for all samples where confirmatory testing was performed.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Specificity calculations based on the customer-provided data indicated a specificity of 99.67%, which overlaps with the 95% lower confidence limit stated in the method sheet. The observed weak reactive results are consistent with known assay characteristics, including potential non-specific or cross-reactive antigen-antibody binding, increased immune reactivity, or the presence of non-specific poly-reactive antibodies. The device remains in operation at the customer site, and the customer was advised to continue confirmatory testing for initially reactive or borderline samples and to monitor specificity.